Event description:
It was reported that during an unk procedure, scissoring of the clips occurred. The jaw of the device had been misaligned from the beginning. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.